Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v547511, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that while stimulation was turned on, the patient had a sonogram one time and ¿it felt like electrocution.¿ it was later reported that the patient had an MRI or some sort of diagnostic procedure and had not felt good afterward. No further information was reported. If additional information becomes available, a follow-up report will be submitted.